Event description:
On 03/13/1998 following a stent procedure, an angio-seal device was placed in a pt's groin. On 03/18/1998 the pt underwent doppler studies related to a complaint of right lower extremity pain. The results showed positive flow to the dorsalis pedis. On 04/15/1998 the pt returned to the hosp complaining of chest pain with no mention of continued lower extremity pain. On 04/17/1998 the pt again presented with complaint of lower extremity pain. An angiogram revealed a total occlusion of the right common femoral artery immediately above the bifurcation at the site of the arterial puncture. The pt underwent surgical repair of the artery. As of 05/20/1998 there has been no further report regarding this event, potential complications, or pt sequelae made to the MFR.